Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up, reporter indicated the dlk was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported a case of trace diffuse lamellar keratitis of the right eye at one day post lasik treatment. Reporter indicated topical steroid eye drops were increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no abnormalities that could have contributed to reported event. All treatments were completed to 100%, and all laser system functions were within specifications during treatments at this day. No relevant deviation between planed and performed energy is detectable. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).